Event description:
A pt reported blood glucose results of "88 mg/dl" with a lifescan meter and "112 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. One of two control solution tests performed in 6/2003 fell within the accepted range (84 & 98 / 99-131 mg/dl). Two check strip tests performed in 6/2003 fell outside the accepted range (88 & 88 / 75-101).